Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Imdrf code a090208 captures the poor quality image. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. During the visual inspection, the scope returned didn't have any visual damage. In the image test, the device was connected to the controller and displayed the expected image. During the functional test, the camera tip was articulated without any problems, the image wasn't lost during this test. The image wasn't lost during the flush test. With all the available information, boston scientific concludes, the reported event was not confirmed. The probable cause selected for the visualization problem is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported that an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025, for the treatment of stones. During the procedure fluid was forming on lens and continued to get worse until image was lost. The procedure was completed with the original device. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Imdrf code a090208 captures the poor quality image.

Event description:
It was reported that an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025, for the treatment of stones. During the procedure fluid was forming under the scope's lens causing visualization to deteriorate. This continued to get worse until image was lost. The procedure was completed with the original device. There was no patient complications reported as a result of the event.